Manufacturer narrative:
If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported that there was an issue with novosyn violet suture. The customer informed that 24 hours after castration the patients (a dog and a cat) have been suffered an inflammation of the suture area and began to ooze hemorrhagic-purulent liquid. Infection was confirmed when a smear of the fluid was taken and degenerated neutrophils were observed. Both were treated with antibiotics (amoxicillin) and anti-inflammatory (meloxicam, which was removed after a few days). The other medwatch submission related to this report (for the other animal informed) is: 3003639970-2020-00443.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch which we manufactured and distributed in the market (B)(4) units. There are no units in stock. We have received 8 closed samples for analysis. Tightness test to the closed samples received has been performed and the units are tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Furthermore, novosyn biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of novosyn was proved. Nevertheless, there are risks (side effects) associated to the use of novosyn suture, which are mentioned in the instructions for use of the product: "the following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage." Final conclusion: according to the results of the samples tested and the batch manufacturing record review, the product complies with the specifications. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.